Event description:
The customer reported that events occurred on multiple dates between 01-may-2025 to 15-may-2025 and involved a 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter. The customer reported that bag spikes leak (etoposide) prior to infusion/during infusion. The chemo reportedly did come in contact with the patient or healthcare provider. The chemo spill was cleaned up per facility protocol and spill kit was used. There was patient involvement, no adverse event but there was delay in therapy.

Manufacturer narrative:
E1: additional contact telephone number: (B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Manufacturer narrative:
Investigation summary one (1) photo was provided by the customer for review, showing the location of the leak. Three (3) new devices were received and evaluated. It was noticed that the clave spike seal was protruding slightly above the body of the clave., no other damage or anomalies observed. All three (3) were leak tested as received, no leaks observed, activated the clave seal at pressure, no leaks or stick downs observed. No used sample returned for investigation. The evaluation was unable to confirm customer complaint of bag spike leaks when in use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.